Manufacturer narrative:
B5: information added. H6 patient code added: fall.

Event description:
It was reported that intracranial hemorrhage occurred. The patient died. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance, and a 35mm watchman flx pro closure device was successfully implanted, with the procedure noted to be uneventful. The patient was discharged the same day following the procedure. On the day after discharge, the patient presented to the emergency department and was found to have a brain bleed and the patient subsequently died that same day. The relationship between the device or procedure and the event is unknown. It was further reported the patient had fallen and hit their head, resulting in the brain bleed.

Event description:
It was reported that intracranial hemorrhage occurred. The patient died. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance, and a 35mm watchman flx pro closure device was successfully implanted, with the procedure noted to be uneventful. The patient was discharged the same day following the procedure. On the day after discharge, the patient presented to the emergency department and was found to have a brain bleed and the patient subsequently died that same day. The relationship between the device or procedure and the event is unknown.

Event description:
It was reported that intracranial hemorrhage occurred. The patient died. A left atrial appendage (laa) closure procedure was performed using transesophageal echocardiogram (tee) guidance, and a 35mm watchman flx pro closure device was successfully implanted, with the procedure noted to be uneventful. The patient was discharged the same day following the procedure. On the day after discharge, the patient presented to the emergency department and was found to have a brain bleed and the patient subsequently died that same day. The relationship between the device or procedure and the event is unknown. It was further reported the patient had fallen and hit their head, resulting in the brain bleed.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60350 batch # 0037634485. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include anesthesia risks (fall), bleeding (cranial hemorrhage) and death (hospitalization). Risk review: a risk review was completed and confirmed that the events of anesthesia risks (fall), bleeding (cranial hemorrhage) and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.